Event description:
International customer reports that the suture broke at an unknown time following splenectomy. The patient was returned to surgery for repair.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet completed. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.